Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-09974 and 2134265-2016-09976. It was reported that stent thrombosis (st) occurred. The target lesion was located in the right coronary artery (rca). Three synergy¿ drug-eluting stents were implanted in the rca and after 30 minutes, the patient experienced chest pain. Electrocardiogram (ECG) was performed and revealed stent thrombosis. Thrombectomy was done and a non-bsc stent was placed in the vessel. No further patient complications were reported and patient's status was fine.